Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On (B)(6) 2018, pentax medical received a customer report stating video processor model epk-i5010, serial number (B)(4) was involved in a malfunction event. The user reported "light issue goes blaring bright - intermittently." The end user responded via email to a follow-up correspondence on (B)(6) 2018, and stated that the failure occurred during a procedure and the processor had to be swapped out and the procedure restarted requiring additional anesthesia. He also noted that there was not any risks to the patient or potential for cross contamination. The user also stated that this issue occurred several to many times over the past year to year and a half, although this is the first service documented by pentax medical since installation on (B)(6) 2015. The video processor was received and evaluated on 19-dec-2018 by the pentax medical service department. The findings include that the lamp power supply unit lamp is not igniting due to a bad lamp power unit, the lamp does not ignite and goes to auxilliary light instead, the limiter switch is not working properly, displaying intermittent lines on the image confirming the customer complaint. Additional findings: limit switch actuator plate(2) bent. Ball plunger damaged. Scope connector handle loose. Air socket tube leaking. They also documented the ball plunger is bad with grinding tension when locking the scope, loose screws on scope locking assembly, and there was dust and corrosion. The video processor was repaired and returned to the customer on (B)(6) 2019.